Manufacturer narrative:
Fields updated: b4, g3, g6, h1, h2, h6. Corrected section: b7 the manufacturer attempted to retrieve additional information on the reported event. However, no further details have been provided to date. Since the device is not accessible for testing (not explanted) and the serial number is unknown, no further investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval valve IFU. The event is, therefore, a known inherent risk of the device. Should any additional information be received in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Viv procedure performed.

Event description:
Based on the information provided in the paper ''valve-in-valve transcatheter aortic valve implantation for the failing surgical perceval bioprosthesis. Suleiman t, et al.'' A patient who had pre-operative conditions of acute pulmonary edema secondary to severe regurgitation through their aortic bioprosthesis. On (B)(6) 2016 the patient underwent savr and a perceval size s was implanted for aortic stenosis. An echo was performed which showed severe valvular ar with a partial flail leaflet. On (B)(6) 2020 the patient was referred for viv-tavi and a 23 mm corevalve was deployed inside the perceval. The patient tolerated the procedure well with no gradient or regurgitant jet apparent across the perceval-corevalve combination. The patient was discharged home 2 days following viv-tavi and was asymptomatic from a cardiac standpoint. At a 6 months post procedure check the seated valve showed no regurgitation apparent and a mean gradient of 9mmhg. An echocardiogram 10 months post procedure showed a well.